Event description:
It was reported that during use on a patient, the system95xt intra-aortic balloon pump (iabp) unit had an inflation failure. The unit was swapped out to continue therapy, there was no harm to the patient reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the system98xt intra-aortic balloon pump (iabp) unit had an inflation failure. The unit was swapped out to continue therapy, there was no harm to the patient reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. After understanding, customer learned that the equipment had an inflation failure and could not be used normally. Customer replaced the equipment and continued to treat the patient. No harm was caused. The equipment currently functions normally and can be used normally. If there is a problem with the equipment, it was not reported to the manufacturer's engineer for repair, and there is no service report. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.